Event description:
A surgical technician reports a patient experiencing distorted and double vision following intraocular lens (iol) implant surgery. The patient was referred to a retinal specialist who reports retinal pigment epithelial changes that he felt were consistent with age related macular degeneration. He also recommenced a lens exchange. The lens was exchanged for a different model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was returned for analysis and damage was observed. Both haptics were broken (not returned). The optic was cracked from one edge through the center. The optical resolution is acceptable. The focal length reading is 15.92 equaling a 23.5 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/08/2008 and 10/21/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/05/2008.